Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was also received and analyzed. Analysis of the data showed the battery indicator signifying that it is time for device replacement. The elective replacement indicator (eri) was triggered on (B)(4) 2016.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.